Event description:
It was reported that while bending the plate in order to fit the patient anatomy, the plate broke at the "bend zone" causing the top tab to come off during the occiput to t2 mountaineer and expedium system implantation procedure to correct for degeneration. Another plate was used to complete the procedure with no adverse patient consequences nor delay to the overall procedure time.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Visual inspection noted that the fracture was located at the plate¿s occipital bending zone. The broken tab of the occipital plate was not returned as it was discarded. Product sample was then sent to the lab for fracture analysis. Optical images of the occipital plate were taken. Results reveal plastic deformation and ratchet markings in a horizontal pattern across the entire surface. This suggests the plate underwent a static failure due to overloading while bending. No material defects or other abnormalities were observed in this analysis. A 12-month review of the complaint trend analysis for the mountaineer occipital plate was conducted on the product family as the difference in width does not have any effect on the occipital plate tab height when bending the plate as the height does not change; therefore, this height is indicative of the product family. Related complaints associated with the occipital plate breakage were reviewed; though there was no harm to the patient reported, potential harm may exist if the fault were to recur. Review of complaints found no significant trends. The root cause of the occipital plate tab becoming broken cannot positively be determined. However, optical images suggest that the plate underwent a static failure due to overloading while bending. No corrective action/preventive action (CAPA) is necessary at this time as there has been no issue identified in the manufacturing or release of this device. Therefore, this complaint file will be closed with no further action required.

Manufacturer narrative:
The incident of this report do not constitute a MDR reportable event as the malfunction occured outside of the patient with no associate risk to the patient. Per past precedence: intraoperative plate breakage has not been known to result in death or serious injury. Intraoperative plate breakage is most commonly reported occuring outside of the patient body during plate bending.